Event description:
A vaxcel pasv PICC was placed for therapeutic purposes during july 2004. Four or five weeks later, a leak occurred underneath the skin, distal to the suture wing by a few centimerters. The PICC line was replaced.